Manufacturer narrative:
(B)(4), results: previously deployed stent may have contributed to stent dislodgement. Pt lesion morphology. Dissection and stent embolism and failure to deliver stent. Conclusion: previous deployed stent may have contributed to stent dislodgement. Pt lesion morphology, >3 bends, 99% stenosis.

Event description:
The physician was attempting to deploy a 2.25 mm diameter x 26mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a tortuous lesion in the distal rca with 99% stenosis. Prior to use, the device was inspected with no issues noted. The lesion was pre-dilated numerous times and it was reported that there were two previously deployed stents in the proximal rca. Additional info received indicated that the stent dislodged following advancement past the previously deployed stents. The subsequent attempt to pull back the device resulted in the stent dislodging in the mid rca. No snare was used to retrieve the stent and it remain in the pt. Dissection was also reported to have occurred during the procedure. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).